Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The mother mentioned that the customer took a manual injection, but it did not help and her glucose level kept high. Troubleshooting was performed, and no damage to the drive support noted. Assisted the caller to run a manual prime and the insulin did exit. The mother was able to deliver insulin. Performed the high pressure test and the test passed. No further information was provided.